Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative urine hcg result on sure-vue serum/urine test vs. Serum quantitative result which was positive. Pt presented to the emergency dept with "(B)(6) complications" diagnosis. At 7am urine sample gave negative result on a different lot of sure-vue product in the emergency dept; a serum quant was >200,000 miu/ml. At 10am an urine sample was collected and run on this lot of sure-vue product in the lab and was a weak positive. The urine from 7am collection was run on this lot of product and was negative. The 7am serum was run on this lot of product in the lab giving a strong positive result. (The other lot of sure-vue that was originally run at 7am is being reported on a separate medwatch report).